Event description:
Caller reported an alarm 2 related to an occlusion event that occurred earlier in the day, resulting in the customer¿s blood glucose level exceeding 500 mg/dl, as the cgm displayed "high". Customer addressed the high blood glucose by administering a correction bolus via the pump and acknowledged the alarm to resume insulin delivery. No third-party assistance was required, but customer support planned a follow-up due to recurring occlusion issues.